Manufacturer narrative:
Additional information: h6 and h10. The device was not received for evaluation; therefore, a device analysis could not be completed. Per the homechoice apd systems trainer¿s guide, if the patient has fluid in their peritoneal cavity at the beginning of a therapy, either due to the previous therapy¿s last fill volume, or an off-cycler exchange, their I-drain alarm should not be set to zero (0) or off. The recommended practice is to set the I-drain alarm to at least 70% to 95% of the last fill or 70% to 95% of the last off-cycler fill volume. The likely cause of the reported event was associated with use error, the programmed I-drain alarm being set too low for the most recent treatment due to the off-cycler exchange. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling full and had difficulty breathing during fill 1 of 4. The patient was connected to the homechoice pro device at the time of the events. The patient reported that the initial drain did not drain out completely. Renal therapy services (rts) assisted the patient to perform a manual drain, the drain volume was 4399ml. The patient reported they are feeling much better after the drain. Rts instructed the patient to contact the peritoneal dialysis registered nurse and assisted with ending the therapy. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.